Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the vitrectomy cutter was not functional. The case was completed without patient harm. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. The company service representative found the customers associated vitrectomy handpiece to be nonconforming. No further information was provided. The anterior vitrectomy handpiece was manufactured on june 11, 2008. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this anterior vitrectomy handpiece serial number. The system was manufactured on june 26, 2008. Based on qa assessment, the product met specifications at the time of release. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system serial number. The root cause of the reported event was found to be a nonconforming anterior vitrectomy handpiece. The manufacturer internal reference number is: (B)(4).